Manufacturer narrative:
The reported events were a stylet insertion issue, intermittent capture, and muscle stimulation. As received, a complete lead was returned for analysis. The s ¿ curve hump height was measured, and it was within product specification. The reported events of a stylet insertion issue and intermittent capture were not confirmed. A guidewire was used to perform the insertion test, and x-ray confirmed the guidewire was able to be fully inserted successfully with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular (lv) lead exhibited a high capture threshold resulted in intermittent loss of capture when the physician initially positioned the lead at the right ventricular apex. The patient experienced discomfort due to diaphragmatic stimulation present at the primary position of the lv electrode. After repositioning, the guidewire failed to pass through the lead. The lead was not used and replaced during the procedure. The patient was in stable condition.